Manufacturer narrative:
The actual device was received for evaluation. The used needle/suture was examined for visual inspection attribute defects under 10x magnification and no attachment defects were observed. Additionally, there are several marks on the swage area, body and tip of the needle by use of the needle holder. In the visual inspection along of the suture piece, it was noted that in some barbs there were body fluids and damaged. Also the end of the suture was cut. Also, the fixation tab was not returned for evaluation. The suture was tested for tensile strength test and the results met the requirements. It could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown orthopedic surgery on (B)(6) 2017 and suture was used. After putting some stitches on the fascia, the suture was broken. The broken suture piece was removed from the tissue. Another needle-suture was used without problems. There were no adverse consequences to the patient.